Event description:
Healthcare professional reported "capsular contracture Baker grade IV". Patient was prescribed Singulair and Prednisone treatment. This record is for left side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade IV A review of the Device History Record has been completed. No deviations or non-conformances noted.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026